Manufacturer narrative:
Zimvie received one (1) unknown zimvie abutment for evaluation. Visual evaluation was performed, hex of the abutment hex was found fractured inside the returned implant. This complaint refers to the specific device unknown zimvie abutment. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown zimvie abutment] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00428-haz, the most likely root cause determined from the investigation was material selection of the product is not adequate to withstand occlusal forces. Therefore, based on the available information, a device malfunction did occur. The abutment hex was found fractured inside the returned implant . The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes" .

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(6).

Event description:
It was reported that the hexagon of the abutment fractured inside the implant located in position number #30. The doctor reported : inflammation + bruxism.